Event description:
The customer reported that the unit went ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed during transport. Customer reported that there was no harm to the patient or the user.

Manufacturer narrative:
Updated.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed during transport. Device was in use on patient during event, however no harm to the patient or the user.